Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to high bg. Patient received IV insulin drip as a corrective treatment. No further information available.